Manufacturer narrative:
On 03/24/2016 02:31 pm (gmt-4:00) added by (B)(6): (B)(4). A supplemental medwatch will be submitted when additional information becomes available.

Event description:
On 03/24/2016 02:24 pm (gmt-4:00) added by (B)(6): it was reported that the hcu40 displayed the error message "water flow low". The incident occurred during start up of the device so there were no patient involved. (B)(4).

Manufacturer narrative:
A maquet field service technician investigated the unit and reported that he could not replicate the issue. He performed diagnostic mode checks on two occasions, which were completed error free. He also completed pressure tests as per the protocol and found flows and temperatures of both circuits were within range. He carried out decalcification with citric acid and emphasised the importance of cleaning and water change to the customer. The device was found to be working properly and was returned to service. However, flow issues with this device type have been reported by other customers and were investigated by maquet in CAPA (B)(4). A revised cleaning procedure was released via fsca (B)(4) in november 2016 to address these issues. This first follow-up report will also serve as a final report for this complaint.

Event description:
(B)(4).